Event description:
The patient stumbled and fell approximately 3 weeks ago. The patient experienced a lack of therapeutic effect. Impedance measurements were checked. Readings of >2000 ohms were found on all or some of the unipolar pairs; <12 microamps on all bipolars and all unipolars except c, 2 and c,3. Additional information has been requested, a followup report will be sent if additional information becomes available. See manufacturer's report # 3004209178-2008-06372.